Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the "cassette not latched" alarms occurred during testing. There was no patient involvement.

Manufacturer narrative:
H2) device evaluation: d9 date returned to manufacturer: 7/30/2025. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl showed a high priority alarm "cassette not attached properly", and the pump was unable to be tested due to this alarm that occurred during downstream occlusion (dso) testing. Additionally, the dso seal was delaminated. The cause of the customer reported issue was a nonreactive dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal and dso sensor, updated software, reset the unit to standard configuration, and performed dso/upstream occlusion (uso) sensor calibration. The pump passed all functional tests and performed as intended after repair.